Event description:
A bipap s/t c series device was returned to a service center due to an allegation of a burnt power connector. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the service center, the device was visually inspected and cannot retrieve log due to thermal event burnt connector. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.